Manufacturer narrative:
Article citation: oishi, n, hundal, t, philips, jessica l. Et al. Molecular profiling reveals a hypoxia signature in breast implant-associated anaplastic large cell lymphoma. Hematologica. 15may2020. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl.

Event description:
Through journal article ¿molecular profiling reveals a hypoxia signature in breast implant-associated anaplastic large cell lymphoma¿, it was reported that ¿rna sequencing [was] performed on formalin-fixed paraffin-embedded tumor tissue from 11 bia-alcl patients;¿ while the marker of alk- has been reported, cd30+ has not. Affected sides are unknown. As information was received in aggregate the status of the devices is currently unknown. The manufacturer of the devices is unknown.